Manufacturer narrative:
(B)(4). Correction has been made to 50k number since the correct product code and lot number for disposable product type is unknown. This complaint for use error was confirmed based on information provided by the patient; patient was in initial drain and not connected. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter will continue to monitor similar reports to determine if further actions are required. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a home patient (hp) that was in initial drain and not connected, which occurred on the homechoice (hc) during use. The home patient (hp) was never connected and the clamp was closed. The technical service representative (tsr) assisted the care giver (cg) to end treatment and get back to the beginning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.